Event description:
The customer experienced a high bg level of 310mg/dl due to the cannula pulling out from the insertion site. She described her skin as "kind of floppy," which may have been a "factor in the cannula becoming dislodged." Insulet customer support recommended the use of adhesive products to help keep the cannula in place during wear and also reviewed the "pinch up" technique to improve the success rate of cannula insertion. The pod will not be returned for eval.

Manufacturer narrative:
The pod was not returned for eval - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, the device failed to meet its performance criteria and may have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after inertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had pulled from insertion site in relation to when bg levels began to increase. A review of lot qualification records could not be performed as no lot number was provided.